Event description:
Overinfusion of levophed, very ill "do not resuscitate" patient, on dopamine and levophed. Pt noted to have increased blood pressure and tachycardia, two nurses reported "free-flow" in the drip chamber of the levophed, drip turned off. No medical intervention was provided in response to this, the pt subsequently died as expected. The device was initially evaluated by ecri; however, their investigation was inconclusive. Testing performed at ecri showed the device to be performing within specs and multiple attempts at misloading the set produced no semblance of gravity flow. Alaris testing/inspecton: during our investigation, the inital report of "free flow" was clarified and was determined to be more accurately described as drops seen in the drip chamber at approx 1 per second, when the device was turned off. The module was received in good working condition, no apparent damage was noted, and the service seal was intact. The module was noted to have the current bezel and platen configuration.

Manufacturer narrative:
Initially the device was tested duplicating the settings during the incident using the parameters found in the log, and subsequently, it was programmed to run for approx ten minutes for each rate change. The device performed within specification; it was frequently paused to observe for unintended flow in the drip chamber; however, none was observed. The reported complaint of an overinfusion condition could not be replicated during testing, and review of the device logs did not reveal any issues that would account for the reported overinfusion. Because the root cause of the reported device, failure could not be determined; we are working closely with the customer in our ongoing investigation. A follow up report will be submitted when root cause is identified. Patient info requested and all available info is included in sections.